Event description:
While preparing the l5-s1, the surgeon placed the drill bit in to the drill guide and the drill bit broke in half. The surgeon felt it would cause too much damage to remove the broken piece so the other piece of the drill bit remains in the patient. To compensate for the piece of drill bit not being removed the surgeon elected to use another cage to complete the surgery. To prepare the new holes the surgeon had to use another drilling instrument and the surgery was finally completed. MFR # 3005180920-2014-00211.